Event description:
User stated that live video looks subtracted. Customer states, that after turning unit off and reconnecting interconnect cable, system worked as intended.

Manufacturer narrative:
Gehc surgery field service engineer replaced interconnect cable. Tested system by taking several x-ray shots. Unit is working as intended.